Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the generator was giving an e006 (insufficient conductivity) error code. The issue was found during inspection for the patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to b5, h6 and h10.

Event description:
Update from customer: the issue occurred before a prostate electrocision procedure. There was no delay reported and the device was used to complete the procedure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Probable causes for the event include: * it is triggered if the electrical resistance between the two electrodes of the device increases. * tissue build-up at the electrodes. * increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. * increased contact resistance due to faulty contacts at the working element or the connection cable. * the instrument is in a gas bubble during activation. * excessive measuring voltage can lead to the formation of bubbles, which in turn can decrease the conductivity of the surrounding fluid. Olympus will continue to monitor field performance for this device.